Event description:
Customer reported that the left window does not stay zipped and the pull tab is missing. No patient incident or injury was reported and the customer did not provide a date when this was discovered.

Manufacturer narrative:
Evaluation of the returned canopy found that on the patient access of the left window side, the pull tab is missing and the slider body is open. There was an open slider on the perimeter guard of the right window side and 1 inch broken stitches on the zipper tape of the foot panel side. Note: instructions for use state: never rip the panels open, as this will damage the zipper slider, preventing the zipper from closing securely. Before leaving the patient unattended, apply pressure with your hands along the entire length of the zipper to make sure the panel is securely closed and that there are no gaps or openings along the entire length of each zipper. (B)(4).